Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
At this time, the product has not been returned. If additional information should become available to our company, this event would be updated.

Event description:
Boston scientific received information that the patient was hospitalized for worsening heart failure. It was noted that the patient was lost to follow-up. Interrogation revealed that the device was not pacing, however, the patient had a junctional escape rhythm. Further evaluation revealed that the device was past its minimum expected longevity and had reached end of life (eol) over two years ago. Subsequently the device was explanted. No additional adverse patient effects were reported.